Event description:
It was reported that on an unk date, the pt's head was in the clamp and the tri star adaptor on the 360 base was then connected to the clamp. The tri start adaptor moved in the base unit after it was locked. The doctor disconnected the clamp from the adapter and base unit and they were swapped out for another set. There was no pt injury. Several minutes of surgical delay was reported. Add'l info was requested and on (B)(6) 2014, the following was provided by the customer: date of the event was not known. The pt was positioned prone for a suboccipital craniotomy for a tumor excision. There was a delay in surgical start of several minutes. No other info was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.